Event description:
It is reported that about 2 weeks ago, end-user's peristomal skin at the 4 o'clock to 7 o'clock right lower quadrant, presented with "redness, soreness accompanied by leakage and weeping". Further reports indicates that amount of leakage and weeping produced is about 5mm. The product has been in use for 2 months.

Manufacturer narrative:
The event as described is deemed a serious injury. It is reported that end-user has used stomahesive powder and the eakin cohesive seal which has contributed to the healing process somewhat, but skin is still not healed. End-user states that stoma currently measures 19mm. End-user was advised that current skin barrier used is too big for a 19mm stoma size, and that it would be prudent to re-measure stoma. Lastly, end-user was educated on how to manage dimple to medical aspect suing the appropriate cohesive seas. Samples of the correct skin barrier has been sent to end-user. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional details be provided, a follow-up report will be submitted.